Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had high defibrillation threshold (dft). This device was explanted. Additional information received stated that the device was replaced, and the explanted product will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem wasdetected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had high defibrillation threshold (dft). This device was explanted. Additional information received stated that the device was replaced, and the explanted product will be returned. No additional adverse patient effects were reported.